Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the atrial lead was picking up some far r- wave over-sensing. The right atrial lead was explanted and replaced. The patient was in stable condition post-procedure.